Manufacturer narrative:
According to the description of the event, surface irregularities or deformations on the rigid drill are preventing the installation of I/m tibial alignment guide. The product in question was provided for an optical examination. The rigid drill has some minor damages on the connection part. Based on the description of the event, these damages were responsible for the incompatibility. It is known that the malfunction occurred intraoperatively. However, this had no health effect on the patient. Another product was used instead when the malfunction was detected to finish the surgery. The manufacturing documents and the material certificates of the rigid drill were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the rigid drill. A potential cause could be an unintentional user error, but this cannot be confirmed of denied due a lack of information. The rigid drill was manufactured in 2017 and is therefore in use for approximately 8 years. This event was assigned to the error pattern "attachment does not fit instrument/implant" and "change of surface" in the associated risk management.

Event description:
The following event was reported to implant cast gmbh: " the instrument 77550024 cannot be mounted over the rigid drill. Surface damage and/or deformation on the rigid drill 42203118 prevent the alignment and installation of the instrument. " note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. Another product was used instead to finish the surgery.